Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that patient was found unconscious, at 545 pm, on (B) (6) 2010. Reporter indicated that patient's blood glucose was measured, using the suspect device, with a result of 15.2 mmol/l. Reporter stated that emergency medical services were summoned, on patient's behalf, and approximately 5 minutes later patient's blood glucose measured 2.0 mmol/l on paramedics' device. Patient was reportedly transported to the hospital where she was placed on an unspecified type of infusion drip. No values obtained on the performa system, prior to the event, were reported. The manufacturer requested the return of the suspect product for evaluation.

Event description:
It was reported that while inserting a 12mm plate, a ring unseated from the plate. Plate was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.